Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the lead immediately post implant as the patient was moved from the procedure table to another stretcher. The lead was checked during recovery and the next morning and no more noise was noted. The lead remains in use. No patient complications have been reported as a result of this event.